Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to detect an upstream occlusion when the pump was tested at a rate of 400ml/hr. Troubleshooting the device found all sensors within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of false air in line alarms was verified through review of the event history log but not reproduced during evaluation. The ' air-in-line!' Alarms in the log were likely a result of normal pump operation. Troubleshooting the device found all sensors within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation inadvertently missed evaluating for the issue of ¿throws off accuracy test¿. Troubleshooting the device found no issues that would induce the allegation. The device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not upstream occlude and in turn would throw off the accuracy test. It was also reported that the device would alarm air in line would when there was no air in line. The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.